Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 280 mg/dl, but began with blood glucose of 365 mg/dl. The customer had no symptoms of high blood glucose. Customer's blood glucose value was 282 mg/dl.at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did contact their healthcare professional. Customer declined to troubleshoot for high readings. Insulin pump did pass high pressure test. Customer also reported of having low blood glucose of 50 mg/dl and was treated with food. Customer also declined troubleshooting for low blood glucose.